Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. An email received on (B)(6) 2013 stating that this lead was dislodged due to being twiddled on the device. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).